Manufacturer narrative:
According to the instructions for use (IFU) of the gore® dryseal flex introducer sheath, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma. A review of the manufacturing paperwork verified this lot met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® dryseal flex introducer sheath and gore® excluder® aaa endoprosthesis. It was reported the gore® dryseal flex introducer sheath was inserted into the left common iliac artery. Intra operative imaging identified a rupture of the left external iliac artery. Reportedly, an additional stent graft was placed extending into the left external iliac artery to treat the rupture. It was reported the physician stated the timing of the rupture is unknown. The physician also stated, prior to 16fr sheath being inserted, a 8fr sheath was inserted pushing up with force which may be related to the cause of the rupture. However, at the time of inserting the 8fr sheath, there was no change in blood pressure. The physician stated, the suspected cause of the event was the patient's severely tortuous access vessels. The patient tolerated the procedure.